Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-feb-09. There were two possible serial numbers provided for the 8840 that was used with the wrong drug concentration. The cause of the wrong drug concentration was determined to be ¿incorrectly documented what the drug concentrations was, which in turn found its way into an incorrect pump program.¿ actions taken to resolve the wrong drug concentration consisted of the patient returning to the clinic on (b)6), at which time the pump was reprogrammed with the correct concentration of 500 mcg/ml. The issue was reported as resolved. The patient¿s weight was reported as 230 lbs. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-sep-01 reported that the clinic uses a medication recalculation sheet, and on the sheet the wrong drug concentration was marked. The programming hcp looked at the sheets rather than the units to enter the new drug concentration. The patient returned to the office on (B)(6)2017 to have the pump reprogrammed with the correct drug concentration. It was noted that the wrong drug concentration entered during programming was resolved. The patient's weight was (B)(6) pounds per patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the pump was updated today ((B)(6) 2017) to the correct concentration of 500mcg/ml and a dose of 80mcg/day was programmed. The patient had been receiving 65mcg/day based upon a programmedflowrate of 0.13ml. No bridge bolus was programmed today as only one concentration remains within the system. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type programmer, physician. Patient code (B)(4) applies to the programmer. Device codes (B)(4) apply to the programmer. Eval code-conclusion code applies to the programmer.

Event description:
Information was received from a healthcare professional regarding a patient receiving 2000ug/ml for a total dose of 120.8ug/day via an implantable pump for intractable spasticity and spinal cord injury/spinal code disease. It was reported that the wrong drug concentration was entered. It was noted that the healthcare professional (hcp) refilled the pump on (B)(6) 2017 with 500ug/ml programmed with an 8% increase in the daily dose to 129.9ug/day with programming the bridge bolus of 130.0ug and a duration of 185 hours and 25 minutes, but they programmed 1000ug/ml concentration instead of the actual 500ug/ml. It was noted that there has been no reported withdrawal symptoms/no reports from the patient at all since the programming error occurred. It was reviewed that the patient was receiving 64.95ug/day not the 129.9ug that was programmed. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.